Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetes ketoacidosis. The customer's blood glucose at the time of the incident was unknown. The customer's blood glucose at during the call was 258 mg/dl. The caller stated that the reservoir leaked causing the incident. It was also stated that insulin pump was exposed in fluid and fluid was visible in battery compartment and reservoir compartment. Self test was performed and passed. It was unknown if the auto mode was active at the time of the incident. The reservoir and insulin pump will not be returned for analysis. Unomed set.